Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Conclusion: the device was not returned, however three electronic photos were provided for review. The investigation is inconclusive for the reported issue, as the identity of the object could not be confirmed based on the three returned photos, and the specific features of the object shown could not be distinguished. Additionally, the sample was not returned for full functional evaluation of the device. The definitive root cause for the reported issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: - when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. - do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: - if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Potential adverse reactions: - additional intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a lower arm fistula the pta balloon allegedly ruptured and prolapsed at the distal tip, and subsequently was not able to be retracted through the 6fr sheath. The balloon and sheath were removed together as one unit. Another balloon was used to complete the procedure. There was no reported patient injury.